Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, low impedance was observed on the right ventricular lead. Programming changes were made and the additional recommended programming changes will not be made at this time. The patient is asymptomatic and will continue to be monitored.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, low pacing lead impedance was observed on the right ventricular lead. Programming changes were made and the additional recommended programming changes will not be made at this time. The patient is asymptomatic and will continue to be monitored.